Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the left ventricular (lv) lead exhibited failure to capture. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead was returned in two pieces. No anomalies were found during the analysis with the exception of procedural damage.